Event description:
Follow up information received that the patient's ipg is causing pain.

Manufacturer narrative:
Correction h6 - patient code should be 1994 instead of 2199. Device code should be 2993 instead of 3190.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to have the ipg replaced. It is unknown the exact reason at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.